Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(4).

Event description:
The patient had a hematoma at incision area on the left side of his chest. A manual expression was done of the hematoma. The system remains implanted. Should additional information be received, this file will be updated.